Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), swelling ("swelling"), pyrexia ("fever"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (essure and fallopian tubes were removed at the end of (B)(6) 2017). At the time of the report, the pelvic pain, weight fluctuation, swelling, pyrexia, nausea and fatigue had resolved. The reporter provided no causality assessment for fatigue, nausea, pelvic pain, pyrexia, swelling and weight fluctuation with essure. The reporter commented: she tells that her feeling was different right after surgery than before the surgery and now her feeling has been normal so far. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2947 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the reporter is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.